Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
This is an aequalis reverse post approval study report. On (B)(6) 2014: a crack occurred during the proximal humerus treatment during the aequalis reverse surgery. The entire area around the fissure was secured with strong suture thread and the surgery was completed.